Event description:
Customer reported that she had low blood glucose episode of 10 mg/dl due to her insulin pump had a delivery anomaly. Customer stated that the insulin pump is over delivering and she does not have any supplies. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.